Event description:
It was reported that post implant of a realize adjustable band, the tubing disconnected from the port, the patient was experiencing minimal to no weight loss. A fluoroscopy determined the port was disconnected. The locking connector was still attached to the port housing. The original port and interlocking connector were replaced. When removing the port, the port hooks would not disengage using the port applier. The port was dissected from the fascia. The patient is stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.